Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump passed the dat test at 0.08750 inches. No device deficiency anomaly or under delivery anomaly noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had under delivery. The customer¿s blood glucose value at time of incident was 248 mg/dl. The customer¿s current blood glucose value was 348 mg/dl. The customer did not experienced symptoms of high blood glucose value. The customer treated high blood glucose with manual injection syringe. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was not using the insulin pump when event was reported. The insulin pump will be returned for analysis.